Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient returned to the hospital due to shortness of breath. Imaging showed an atypical jet between the two implanted clips, leading up to the annulus of the mitral valve. Both clips remained stabled. Mr increased to a grade of 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration associated with partial clip movement resulting in unspecified tissue injury, mitral valve insufficiency/ regurgitation and subsequent dyspnea appears to be related to tension on both leaflets and, therefore, related to patient conditions. Mitral regurgitation, tissue damage and dyspnea are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.